Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The device passed all functional and electrical testing related to the reported event. Evaluation had also completed flow testing as well as a simulated infusion with were completed within product specifications. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (programmed volume, delivery rate and medication unknown) in the emergency room. The infusion was sent at 999cc to be delivered in one hour however it only delivered 200cc. There was no patient injury or medical intervention associated with this event. No additional information is available.